Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparotomy, the surgeon used the device and wanted a reload for the stapler. Scrub nurse tried to extract original stapler from device to be able to put the reload on. Scrub nurse and team unable to get the original stapler off the device, device ended up in pieces. A new device was given to the team. There was no patient injury.